Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump had been exposed to water when she went swimming. Blood glucose level was 74 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on keypad traces. The insulin pump had moisture damage on the electronics. It was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.